Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak that resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be a leakage of the transfer set. The patient was hospitalized for an unreported indication prior to being diagnosed with peritonitis. The patient was treated with injection vancomycin (2 gram, once daily for 5 days, intraperitoneally), injection fortum (1 gram, once daily for 14 days, route not reported) and forcan (orally, 100 milligram, once daily at bedtime) for the event. The patient was discharged from the hospital and was reported to have recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.